Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were not able to test on meter. Their meter allegedly would only display retest and believed that meant repair. Not able to get a blood reading at all. There was no comparison performed, customer didn't test on any other equipment. Treatment was insulin without knowing the readings. No further info has been reported.